Event description:
It was reported that a patient who had spinal surgery complained of tingling in both feet a few weeks post op. An MRI showed both lumbar cages at l5-s1 had retropulsed toward the canal, but the decompression was so extensive that they did not compromise the spinal cord. A revision was performed and the cages were retrieved and reimplanted.

Manufacturer narrative:
No definitive conclusions can be made at this time. At this time, no connection can be made between the event and any shortcomings of the device or information provided with the device. Reuse of the same cages indicates that the surgeon did not believe this to be a device related event.